Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer bolused for a correction in the morning, ate food, gave themselves a bolus, and after an hour as their levels did not go down, gave another bolus. Since the customer bolused twice and are once, he stacked insulin. The customer was given food and juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined troubleshooting. The customer has been hospitalized 4 times for lows. The customer listed (B)(6) 2014 as another date they were hospitalized for a low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.